Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported that the patients bi-v implantable pulse generator (ipg) triggered elective replacement indicator (eri) just three months after a device check with an estimate of 10-15 months longevity remaining. No parameter changes were made to the device. Concerns of unexpected longevity/did not meet customers expectations, or if the longevity estimator was incorrect. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).